Event description:
It was reported that a smiths medical ventilator alarm is not working. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the manometer gauge is tilted. During the evaluation of the device, the led bezel board was found to be faulty.. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition but the manometer gauge is tilted. During the evaluation of the device, the led bezel board was found to be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.